Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cuff issue and recurring incontinence cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a malfunction in the cuff resulting in the return of incontinence. The aus cuff, pump, and balloon were explanted and replaced with a new aus cuff, pump, and balloon. During the explant the cuff was punctured.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issue was confirmed through analysis. Although, urinary incontinence was not able to be directly confirmed, the damage of the cuff would affect the functionality of the device and would therefore be the most probable cause of the patient symptoms. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a tear in the cuff shell that is consistent with a wear at a fold in the cuff shell. The cuff had no other damages or device malfunctions. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a malfunction in the cuff resulting in the return of incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. During the explant the cuff was punctured.